Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient's lactate dehydrogenase started climbing and the center was concerned about possible thrombus. The patient received a pump exchange on (B)(6) 2018. There was a small ring of thrombus visualized on the inflow by the bearing. No additional information was provided.